Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted in a 2 month old patient via unknown shunt and date. On (B)(6) 2022, the patient had a subcutaneous retention, large fontanel swelling, fever, and vomiting. On (B)(6) 2022, shunt imaging was performed and obstruction was confirmed. Therefore, the valve was removed and replaced on (B)(6) 2022. The patient is in follow up.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 6317112, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no occlusion issues were noted with the valve. No corrective action is required given that no manufacturing, workmanship, material deficiency or adverse trend was identified.

Event description:
N/a.